Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient¿s programmer wouldn't sync with the ins. It was noted that the patient had a bad fall about 2 months ago. The manufacturer representative checked the impedances and noted that they were good. It was also noted that the patient had lost weight and wanted the battery placed deeper and tacked down. It was reported that the battery was approaching end of life (eol), less than 29 percent. The manufacturer representative turned stimulation up to 1.7 and stated that the healthcare provider had scheduled a revision and battery change for friday (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.